Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the scs ipg site when the stimulation was on. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was replaced and the pocket site was revised.